Event description:
Reload would not release from handle. A new stapler and new load had to be opened to complete the procedure. Product did not have patient harm. Product is available for return to manufacturer. Manufacturer response for endo gia tan load, (brand not provided) (per site reporter). Emailed representative- waiting for return kit.